Event description:
It was reported that pump experienced malfunction with software error indicated by malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.